Event description:
It was reported that the patient was readmitted to the hospital in 2008, 2 days after a pump replacement. The patient experienced unspecified withdrawal symptoms. The catheter was replaced on the next day.

Manufacturer narrative:
Results: used for the catheter.